Event description:
The dexcom seven is giving bad readings. It should be taken off the market. I have used the dexcom 4 and six with only an occasional issue. The dexcom seven has resulted in people being hospitalized. I have to send a new pump back because of the disinformation the dexcom seven is giving the pump. Please take action against dexcom who now produces this in malaysia. This morning the dexcom said I was in a severe low under forty, fact after checking with my meter I was 242. Not with it taking to my pump it would give me no insulin causing my blood sugars to go even higher. This is crazy and dangerous. Please help and take this product off the market. This device has caused people to be hospitalized and could result in death. Please take this off the market.